Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had post-reset ram crc alarm. The customer's blood glucose level was 252 mg/dl at the time of incident. The customer stated that they were unable to clear the alarm. The customer also reported that the insulin pump did not receive power loss alarm. The insulin pump will not be returned for analysis.